Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a log review which confirmed the reported issue. The anesthesia control board (acb) and power control board were replaced to resolve the reported issue. Unique identifier: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a system malfunction error preventing mechanical ventilation. There was no report of patient involvement.